Event description:
During 2 pta/stenting treatment procedure, the physician had just completed an endograft and was going to stent the left renal artery. However, the physician thought he might have jailed the left renal artery with the endograft. When attempting to place the express biliary ld stent into the left renal artery, the physician thinks that the struts of the endograft caused the stent to come off the balloon. The stent was removed and the physician decided to simply balloon dilate the left renal artery. The pt was asymptomatic during this event. The dilation procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.